Event description:
The customer reported experiencing a low blood glucose episode two weeks ago and the paramedics were called. The caller mentioned that he was told the insulin pump settings may be incorrect or needing to be adjusted since he is receiving too much insulin. The customer stated that the device was programmed by his trainer, and he did not provide his settings for review if they are correct. The caller did not contact his doctor as she is on vacation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.